Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient became septic and a growth was observed on one or both of the leads. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.